Manufacturer narrative:
B1: adverse event/product problem ¿ corrected - no ¿product problem¿. H1: type of reportable event ¿ corrected - no 'malfunction¿. There are controls in the manufacturing process to ensure the product met specifications upon release. The product was returned for analysis. Upon visual/microscopic inspection the guidewire was returned in two segments along the nitinol tubing with the core and platinum wire exposed. The guidewire was noted to be stretched at the distal tip. The core wire distal end was observed through the distal tip dome. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use. Defect occurred during shaping of the distal tip. During analysis the guidewire was noted to be broken along the nitinol tubing and the platinum wire stretched. An assignable cause of not confirmed will be assigned to the as reported guidewire ptfe coating peeling issue. An assignable cause of procedural factors will be assigned to the as analyzed guidewire distal tip broken/fractured during preparation and guidewire distal tip stretched as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a aneurysm embolization procedure, when the operator attempted to shape the guidewire tip the coating of the guidewire peeled off. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a aneurysm embolization procedure, when the operator attempted to shape the guidewire tip the coating of the guidewire peeled off. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.